Event description:
Small extravasation in the dorsalis pedis artery. Small perforation was resolved with balloon.

Manufacturer narrative:
Additional info: device not returned to MFR for eval. Suspected problem identified in results and conclusions.